Event description:
Customer reports their adc device made a noise that sounded like an "explosion" and visible fire was observed coming from the device. Customer further reported that no visible "marks" were observed on the device or charging cable. Customer also stated that she wasn¿t sure if the reader was plugged in or not at the time this issue was observed. Furthermore, it is unknown at this time if the charging cable used is the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device made a noise that sounded like an "explosion" and visible fire was observed coming from the device. Customer further reported that no visible "marks" were observed on the device or charging cable. Customer also stated that she wasn¿t sure if the reader was plugged in or not at the time this issue was observed. Furthermore, it is unknown at this time if the charging cable used is the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The DHR's verified that the correct cable and adapter were part of the kit pack. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.